Event description:
A physician reported a pt who was treated on 1/24/97 into unknown facial sites. During treatment, the physician observed that the needle became dislodged from the syringe and collagen material leaked out. Treatment was discontinued. No injury occurred to the pt. This event is being reported as an MDR because it could result in a serious injury if it were to recur.